Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for shortness of breath. An echocardiogram revealed an left ventricular (lv) thrombus possibly related to the lv lead. The patient was started on anticoagulation medication and the lv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.